Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port system was allegedly unable to be flushed. The device was removed. There was no reported patient injury.

Event description:
It was reported that the port system was allegedly unable to be flushed. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one x-port isp MRI plastic port with 8 fr s/l polyurethane catheter was returned for evaluation. The port and catheter were received separate and not assembled. Both portions were patent to infusion and aspiration. No leaks were observed when testing the port body. Two leaks were observed during infusion near the proximal end of the catheter, between the 15cm and 17cm depth markers. When viewed under magnification, the leak sites appeared to have a v-shape and a smooth break surface. Based on these findings, the investigation is unconfirmed for the reported failure to infuse and confirmed for catheter leak. Per the evaluation results, the catheter leak sites appeared to be v-shaped and possessed a smooth surface, characteristics that are consistent with damage from a needle. Therefore, it is possible that sharp instrument damage contributed to the catheter leak. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.